Manufacturer narrative:
Reported event: an event regarding failing to load ee constants, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 346 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failing to load ee constants. There was 2 other reported events (B)(4). Conclusion: the session data for the case was reviewed. An analysis of the loaded ee constants for the case was completed. Based on the collected data, the mako system was missing several end effector constants for a specific serial number, preventing the user from completing impaction for trident cups with that end effector serial number. The most likely cause is that the user pressed the cancel button when installing the end effector constants for that serial number. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio)the surgeon was unable to pass the impactor check and surgeon impacted manually. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio)the surgeon was unable to pass the impactor check and surgeon impacted manually. The outcome of the case was successful.